Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart xl defibrillator was showing leads ECG waves on the display when no ECG cable was connected to the device. There was no pt involvement.